Manufacturer narrative:
(B)(4) the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/11/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. Skin reaction was described as red and dry and appeared to be a burn or chemical reaction, located around the adhesive area. On (B)(6) 2016 the patient's mother took the patient to the doctor for a check-up and mentioned the issue during that visit. The doctor recommended the use of 3m medical tape tegaderm as a barrier underneath the senose but it did not work. Patient's mother reported that the patient has not had problems with the tegaderm or insulin pump adhesive by themselves. Affected area was also treated with over-the-counter hydrocortisone cream. At the time of contact, the patient was fine. No additional event or patient information was provided. No product or data was returned for investigation. However, a photo of the reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.